Event description:
The pt developed skin flap necrosis over the implant site. The device was explanted. No further info was received regarding this pt who was implanted and resides outside of the USA. This is a final report.